Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was readmitted for the driveline infection from (B)(6) 2025 and was treated with wound cleaning and antibiotics. It was noted that the patient's international normalized ratio (inr) was not extended to 1.49 at the time of the scheduled outpatient consultation so the patient was readmitted on (B)(6) 2025. The effect of antibiotic use was considered to be the cause.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient developed a bacterial driveline infection on (B)(6) 2024. The infection was surgically treated with cauterization of the infected granulation. The patient was also treated with drug therapy. They were discharged on (B)(6) 2024. The patient was then readmitted on (B)(6) 2024 for the continuation of the infection. The infection area was washed and they were treated with drug therapy. The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
Section d4: model and catalog numbers corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was readmitted from (B)(6) 2024 to (B)(6) 2024, then again on (B)(6) 2024 for administration of antibiotics and wound cleaning. The patient was discharged on (B)(6) 2024.